Event description:
It was reported that the health care facility received a red alert due to this cardiac resynchronization therapy pacemaker (crt-p) reverting to safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. Further information was requested regarding the product return status for this device. Additional information provided indicates this crt-p is expected to be returned for analysis. In addition, it was noted that the patient tolerated the safety mode poorly as the patient experienced dizziness, palpitations and general discomfort. No additional adverse patient effects.

Event description:
It was reported that the health care facility received a red alert due to this cardiac resynchronization therapy pacemaker (crt-p) reverting to safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. Further information was requested regarding the product return status for this device. Additional information provided indicates this crt-p is expected to be returned for analysis. In addition, it was noted that the patient tolerated the safety mode poorly as the patient experienced dizziness, palpitations and general discomfort. No additional adverse patient effects. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.